Manufacturer narrative:
The logs were reviewed which showed that there were multiple spo2 sensor off alarms, a medium grade alarm for spo2 value of 76 with a lower alarm limit of 88 and more ¿spo2 sensor off¿ alarms - all prior to the reported missed alarm. During the time of the event, a medium grade alarm was then generated for an spo2 value of 73 with a lower alarm limit of 88. It was also found that the alarm message was sent to the infinity network. No audio pauses were seen during the reported alarm. The last audio pause prior to the event was approximately 30 minutes prior to the reported missed alarm. The first audio pause after the event was approximately 20 minutes later. These can be seen in both the m540 and ics logs. It was noted in a screenshot later that day that the alarm volume was at 30%. A draeger technician tested the device after the event. It was determined that the audible and visual alarms were functioning correctly during the functional test. No failure could be found with the device. The cause of reported no audible alarm for low spo2 could not be determined or verified.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation has been started but not yet concluded. The final results will be reported in the follow up report.

Event description:
It was reported that while being monitored on an iacs, the patient removed their spo2 sensor and other connected sensors. When the spo2 sensor was put back on, the patient's spo2 value was under the set alarm rate of 90% and cyanotic. The monitor did not issue an alarm acoustically or audibly. The patient was not harmed.